Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the arthrex bio-interference screw ar-5028b-08 was used during an acl surgery. During insertion the screw broke inside the patient. The broken fragments had to be removed piece by piece. There are still fragments remaining inside the patient. The retrieved fragments were discarded after surgery and cannot be returned for evaluation. The surgery was completed successfully. No further information received.